Manufacturer narrative:
This supplemental is being submitted for completed analysis and investigation. Product event summary: the controller was not returned for evaluation. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. A review of the manufacturing documentation of (B)(6) confirmed that the associated device met all requirements for release. Failure analysis of the returned battery revealed that the device passed visual inspection. Functional testing revealed that the battery was programmed with an incorrect chemistry ID firmware file, affecting the battery¿s estimation of its relative state of charge (rsoc). Log file analysis revealed a critical battery alarm was logged on (B)(6) 2020 at 10:39:45 involving (B)(6). During the critical battery alarm, the battery depleted from 24% relative state of charge (rsoc) to 0% rsoc. During this instance, the battery was not the active battery, yet still registered a drop in capacity. This observation likely corresponds to the observed incorrect chemistry ID found during testing. Log file analysis did not reveal any anomalies involving the controller within the analyzed period. As a result, the reported critical battery alarm was confirmed; however, the reported controller event could not be confirmed. The most likely root cause of the reported critical battery alarm can be attributed to a battery programmed with the incorrect chemistry ID during the manufacturing process, which caused the battery's capacity to drop below 10% rsoc, thus triggering a critical battery alarm. CAPA: pr00471739 was opened to investigate this issue. Additional products: (B)(6), d9: yes, return date: 26-nov-2020, h3: yes dev rtn to MFR? Yes, h6: FDA method code(s): b01, b14, b15 h6: FDA results code(s): c16 h6: FDA conclusion code(s): d0301. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional products: heartware ventricular assist system ¿battery, model #: 1650de/ catalog #: 1650de / expiration date: 31-dec-2019 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 01-dec-2018. Labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was home alone when a critical battery alarm sounded. At the moment two batteries were connected; one fully charged, with proper display and a second battery with barely any charge, which bars on the display went dark. The controller didn't switch to the full battery until the patient disconnected the uncharged battery, and replaced it with a charged battery, after the system worked fine. The battery has been exchanged and the controller still remains in use. No patient complications have been reported as a result of this event.